Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The device properly deployed gel prior to the treatments. There was no device malfunction contributing to the patient's burns. The device functioned as designed.

Event description:
A us distributor reported that the patient was treated and had a burn underneath the therapy electrodes. A review of the event determined that the lifevest delivered 13 treatments during vt/vf. The first treatment occurred at 23:21:40 on (B)(6) 2016 and the last treatment occurred at 01:32:10 on (B)(6) 2016. The treatments successfully converted the patient's arrhythmia to a slower rhythm. The patient reportedly developed burns underneath the therapy electrodes following the treatments. The patient was hospitalized and the burns were treated with an unknown ointment. The lifevest electrode belt properly deployed gel prior to the treatments. The impedance readings were within normal operating range for all 13 treatments. There was no device malfunction.